Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) on the evening of implant. It is believed that the previously abandoned lead may have been touching this lead and causing the issue, but this is unconfirmed. Attempts to recreate the loc were unsuccessful. The lead remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.